Event description:
The surgeon reported his pts are presenting with corneal edema. The surgeon believes the system may be contributing to the events. Multiple attempts have been made for additional info and pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and the handpiece and found that they met specifications. No samples have been returned for eval. (B) (4)